Event description:
Information from ae regulatory system: at 10:49 on (B)(6) 2024, an outpatient patient was undergoing right eye vitreous cavity drug injection in operating room no. 2. When the surgeon opened the disposable sterile insulin syringe to extract the drug solution, it was found that there was a foreign matter on the cannula of the disposable sterile insulin syringe and it could not be used. The surgeon immediately took another new disposable sterile insulin syringe and found no abnormalities. The drug solution was extracted and the operation proceeded normally. Ae report no. (B)(4). Customer did not confirm the information with call center during the phone call, any updates will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.